Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation confirmed the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure of the shoulder, it was observed that the tip of their 4.5 healix advance br with orthocord broke off during insertion. The customer reported that the surgeon completed the procedure with another like device with no patient consequences. The sales rep stated that the surgeon removed the broken tip and nothing was left in the patient. The sales rep confirmed that the surgeon completed the procedure by using the same bone hole and that there was a delay of three minutes. The sales rep stated that the bone quality of the patient was average and that the tech told him she thought it was an issue with the angle most likely. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d4: expiration date: the expiration date was inadvertently missed in the initial report and has been updated as 9/30/2018. Therefore, UDI has been updated accordingly. UDI: (B)(4). H4: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 10/28/2015. H6, h10: investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.